Event description:
A customer contacted physio-control to report that their device went blank and powered off during user test. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device went blank and powered off during user test. There was no patient use associated with the reported event.